Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In particular, the final acceptance test proved the device functions to be as specified. The returned device data were inspected. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly. Should further relevant information or the device itself become available this investigation will be updated.

Event description:
It was reported that eri status was reported via home monitoring approx. 119 months after the implantation. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Device was explanted on (B)(6) 2023. Upon receipt, the device was interrogated revealing the eri battery status. During the interrogation a warning message was triggered regarding the battery condition, confirming the clinical observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The memory content of the device was inspected. During the inspection it was observed that the eri battery status was triggered on (B)(6) 2023 as a result of an unexpected battery voltage decrease. However, the memory content documented that the current consumption was normal and as expected. In a next step, the eri battery status was removed with a technical programmer and the device subjected to a long term electrical test at a temperature of 37c. During the test, there were no abnormalities. In particular during cyclic loading with higher loads, the battery showed normal behavior. Therefore, the ipg was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electronic module was measured with different loads and found to be normal and as expected. There was no indication of a malfunction during the entire test phase. In conclusion, despite an extensive analysis, including long-term electrical tests as well as destructive analysis, the root cause of the eri activation due to a temporary voltage decrease could not be determined. The therapy functionality of the ipg was found to be not compromised while implanted and in service.